Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently delivered less insulin than requested for multiple boluses as the customer's blood glucose (bg) continued to rise despite the bolus deliveries. The customer's bg level subsequently increased to 500 mg/dl. Customer administered a manual injection to address high bg. Reportedly, the customer performed a pump reset to resolve each bolus delivery issue. Reportedly, the customer continued to use the pump for insulin therapy.